Event description:
It was reported that the patient was brought back multiple times for a device. The leads were never actually placed in the heart, the doctor noticed bleeding around a puncture site. The leads were removed. The patient was later implanted with different leads at a later date, this implant was successful. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was brought back multiple times for a device. The leads were never actually placed in the heart, the doctor noticed bleeding around a puncture site. The leads were removed. The patient was later implanted with different leads at a later date, this implant was successful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. Further testing revealed blood was present in/on the helix mechanism. (B)(4): no anomalies were found; the full lead was returned and analyzed. Further testing revealed the proximal conductor was distorted, and blood was present in/on the helix mechanism.